Event description:
As reported: after placing the device into the aneurysm quite well we used three different web detachment controllers (wdc) which all showed red light and it was not possible to detach the web from the introducer wire. All three wdcs showed red light. While testing if web was detached, the web was dislocated out of the aneurysm and the web was detached within the via17 catheter. The web was removed still stuck inside the via 17 catheter. There was no injury or intervention. The procedure was stopped and there was nothing left behind in the aneurysm. It was noted they are planning a re-do procedure within october. "Condition of the patient is pretty well". No other incident information was provided at this time.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged non-detachment issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
Review of risk documentation: a review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Investigation conclusion: the investigation of the returned web system found the pusher kinked at the hypotube-to-connector junction, the proximal connector bent at the brown lead wire joint, the web implant separated from the pusher, and the heater coil windings stretched. The unit passed continuity testing but failed resistance testing, which is consistent with the damage found on the pusher. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength.

Event description:
No other incident information was provided at this time; however, device was received and has been evaluated. Please see d10, h3, h6 and h11.